Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pfc sigmarp stb tb in 3 10.0.

Event description:
It was reported that the patient's tibial component had failed and surgeon decided to take her to surgery to replace her tibial component with a sleeve and stem revision tray. Her tibial component on x-ray indicated that poor bone quality had allowed her tibial component to collapse and loosen at the cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2009; dor: (B)(6) 2018; left knee.